Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Adverse event: none. It was reported that during post dilatation after successful stent placement in an unspecified artery, the fox plus balloon ruptured at 8-9 atmospheres. The balloon was removed completely and without difficulties from the anatomy and another unspecified abbott balloon was used to complete post dilatation. There was no adverse pt effect. No additional info was provided.